Event description:
Follow-up with the physician reveals that the generator battery is dead and needs replacement, so the syncope is not associated with stimulation. The physician is unsure if the syncope is related to vns. The patient has no medical history of syncope pre-vns. No causal or contributory programming or medication changes preceded the onset of the syncope.

Event description:
It was reported that the patient was being referred for generator replacement due to end of service condition. Clinic notes were received which mention the patient was hospitalized due to syncope and pseudoseizures. Attempts for further information have been unsuccessful to date.

Event description:
Additional information was received which indicated that the patient's generator was replaced on (B)(6) 2013 due to end of service. Diagnostics were performed after replacement without error. The product was returned on (B)(6) 2013 and is pending product analysis. No additional information was received.

Event description:
Product analysis of the returned generator found that the device was at end of service du to normal battery depletion. The depletion was an expected event as determined by the battery life calculation and battery voltage measurement. The module performed according to functional specifications as defined in post burn-in electrical test. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. No other information has been provided.